Event description:
I am type 1 diabetic & use dexcom g7 sensors. I started with the g6 but changed to the g7 about 2 years ago. For about the last 6 months, I have been getting "brief sensor issues" with no glucose readings. I have also had sensor failures. They do replace them but it is no longer acceptable. The quality of the g6 & earlier g7 used to be great but has become poor. I have found that most have these problems after about 7 days of use, but are supposed to last 10 days. I have discovered that dexcom now has a newer manufacturing facility in malaysia which may contribute to this. Also it is possible that the batteries in them may not be strong enough to last 10 days. Please investigate this and pressure dexcom to improve to their quality from the past, because they used to be the best but have went way downhill! With dexcom g7 had no readings due to brief sensor issue & could not stay on top of glucose. Threw box away.